Manufacturer narrative:
The pod deployed fully deployed. Corrosion was observed on the pcb (printed circuit board) and commutator cap. A tear was observed on the internal portion of the soft cannula, measuring 0.1100 inches from the nailhead. This tear was observed to be leaking. A rotational sensor malfunction was observed in conjunction with an alarm indicating rotational sensor maximum open count exceeded. The fluid damage on the commutator as a result of the internal cannula tear is confirmed as the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod for less than 24 hours on the leg. They reported receiving a hazard alarm while the patient was sitting on the couch. Treatment information was not provided.

Manufacturer narrative:
The pod deployed fully deployed. Corrosion was observed on the printed circuit board (pcb) and commutator cap. A tear was observed on the internal portion of the soft cannula, measuring 0.1100 inches from the nailhead. This tear was observed to be leaking. A rotational sensor malfunction was observed in conjunction with an 0x40 alarm indicating rotational sensor maximum open count exceeded. The fluid damage on the commutator as a result of the internal cannula tear is confirmed as the root cause of the reported event.